Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/28/2020. A manufacturing record evaluation was performed for the finished device lot plr970, and no non-conformance's were identified. Investigation summary: unopened samples of product code 8521, lot # plr970 were returned for evaluation. The complaint sample was not received for analysis. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged, fraying or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. A photo was provided for analysis. Upon visual inspection of the picture, two open boxes of product code 8521 with different lot number (plr970 and pkb621) could be observed. However; no conclusion could be reached. Note: events reported 2210968-2020-03342, 2210968-2020-03343, 2210968-2020-03344, 2210968-2020-03345, and 2210968-2020-03346.

Event description:
It was reported that a patient underwent an atrial septal defect repair procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture broke and split during knotting. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information could be provided.